Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-01074, 3006705815-2022-01075. It was reported the patient was unable to place their scs system into MRI mode. Later, diagnostics discovered contacts with low impedance. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.